Event description:
It was reported that the device exhibited instrument operation lock-up. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the system/memory pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly, and determined that the root cause of the reported failure was a broken resistor, designator r53, on the memory pcb.